Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient states that she entered 40 grams of carbohydrates, but when she looks in the diary of the blood glucose monitor this information is missing. The patient alleges the bolus recommendation provided by the blood glucose monitor is not accurate, as it is not accounting for the 40 grams of carbohydrates. No adverse event reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.